Manufacturer narrative:
B5- correction: initial lens was implanted (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k : this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -13.0/1.0/075, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to glare/haloes and the problem resolved. Cause of event was unknown.